Event description:
It was reported to nova biomedical on (B)(6) 2011 that a couple of weeks ago, a consumer experienced a trip to the emergency room thinking his blood sugar result was high. When the consumer arrived at the emergency room the nurse tested the consumer getting an unknown result, without any medical intervention. Consumer was admitted for a non diabetic related issue. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.